Event description:
Event report was received with an attached user facility mandatory medwatch report number (B)(4) regarding a spinning spiros closed male luer, red cap where it was reported that the device had malfunction. They attached a spinning spiros to the end of a primary IV line. IV fluids were infusing at 25 cc per hr for 5-10 minutes without an issue. They administered an IV push medication, and the line began to leak at the connection point where the spiros meets the primary line. When it was disconnected, the whole line from the patient (the spinning spiros) broke off from the primary line and would not reconnect. The event occurred at outpatient treatment facility. There is patient involvement and adverse event is unknown.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 feb 2026 has been used as a placeholder. The device is available for evaluation- it has not been received. The investigation is pending.